Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the right ventricular lead could not be fixed when placed in the right ventricle. The physician made several attempts to place the right ventricular lead, but still failed. The right ventricular lead was not used and was replaced. There were no consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.